Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2017-102804.

Event description:
A customer reported that during setup for surgery, the system shut down on its own.

Manufacturer narrative:
The company service representative examined the system and found a nonconforming power distribution printed circuit board (pcb). The pcb was replaced. The system was then tested and met all product specifications. The system was manufactured on october 18, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming power distribution printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).